Event description:
It was reported that on (B)(6) 2010, while the pt was at school, the teacher told her mother that she was not hearing as normal and her performance had decreased. Pt hears only background noise when she is using her speech processor. She is only able to identify loudness but not words. All external components were checked and changed, but she still hears the strange sound. No blow, infection, surgery or treatment have been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.